Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was additional tissue incision required to retrieve the needle?

Event description:
It was reported that the patient underwent right hip replacement on (B)(6) 2017 and barbed suture was used. During the procedure, the needle pulled off and the broken piece was retrieved from patient. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
Additional information was requested and the following was obtained: was additional tissue incision required to retrieve the needle? No a suture piece and a needle were returned for analysis. During the visual inspection of the used needle it was observed body fluids. The swage and attachment area of the sample was as expected; the hole of the needle was examined under magnification for suture remnant and none was noted. Additionally, there are several marks on body and tip of the needle appears to be by use of a surgical instrument. The suture piece was examined for visual inspection and it was observed body fluids also some barbs present damaged. The swage area on the suture present good impression, also it was observed damaged (crushed) near of swage area and the other end was damaged (cut) appears to be by use of the surgical instrument. When handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Per the sample condition, the assignable cause of the performance - pull off suture needle suggest an improper handling of the sample.